Event description:
It was reported that shaft break occurred. During preparation of a 12mm x 2.75mm nc quantum apex balloon catheter, the shaft of the balloon appeared to be kinked when it was taken out from the hoop. The physician then attempted to straighten it, but the shaft broke. The procedure was completed with a new balloon of the same size. There were no patient complications reported as the device did not enter the patient's body.